Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump alarmed unexpected restart alarm. The customer¿s blood glucose was unknown. She stated that every time that she changed her battery on her pump, the settings disappear. After troubleshooting, the customer stated that the alarmed occurred again. She mentioned that this is the sixth pump that she has had in the last 6 months. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit alarmed unexpected alarm after battery change and resets time/date, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.